Event description:
It was reported that a pump volume discrepancy was noted: the expected volume was 2.8 ml, but actual reservoir volume was 15 ml. The last pump refill was performed in late 2007, and no issues were noted at that time. No patient symptoms were reported. No other issues or alarms were noted during interrogation of the pump. The pump contained pf morphine sulfate 20 mg/ml at 4.299 mg/day. Troubleshooting the device was being considered.